Event description:
During pta of the venous anastomosis of left forearm, balloon rupture occurred. Upon trying to remove balloon the material came off cath and lodged intragraft. Sine graft could not be opened before balloon rupture. The procedure was stopped and a temporary ashe cath was placed.